Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, high impedance was observed on the right atrial channel. The physician elected to use a different lead and the patient was stable throughout.

Manufacturer narrative:
A complete lead was returned in one piece for investigation. Analysis was normal. No anomaly was found.